Event description:
Coils were implanted to prevent pregnancies. I was told there were no complications associated with these coils. I suffer from severe debilitating cramps, pain and painful intercourse. The coils have migrated from the implanted position to further into my fallopian tubes. Since implantation I've had heavy menstrual bleeding and large clots. I never experienced any of these side effects prior to having essure implanted. Medwatch #(B)(4).